Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation is limited to the information provided, as the lot number required to review the inspection records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
A drill bit broke off into the distal 1/3 of the patient's femoral neck. The surgeon decided to leave in place.